Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the device blade stopped working. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The blade was still visually sharp. There was material migration on the main housing at the cable gear. The device operated, but then stopped, and started and failed the stall test. The actual batch number for the device involved in this event is unknown; however, a possible batch number is mt211119. A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.